Manufacturer narrative:
Analysis of the lead, model 3888-28, serial/lot # unknown, found the lead proximal end insulation torn under the connector.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) was replaced last year due to normal battery depletion and after the replacement the patient regularly had stimulation misfires. Impedances were measured and they were measured to be high. Impedances were measured to be the following: greater than 889 ohms on 0-1, greater than 883 ohms on 1-2 and greater than 899 ohms on 0-3. A revision was done to replace the extension and pocket adaptor with a new extension. During the revision, the hcp disconnected the extension and saw the insulation of the lead was interrupted on a track about 3-5 cm. The hcp decided to cut the lead in two and then explant both parts of the lead. Following the revision, the patient's stimulation was at the same place as before without breaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.